Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the distal tip area (broken haptic portion not returned). The optic has a scratch between the center of the lens and the haptic/optic junction area. A used qualified cartridge was returned. An inadequate amount of viscoelastic observed in the cartridge. The cartridge has evidence that it was placed into a handpiece. No tip damage observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause appears to be a failure to follow the directions for use. An inadequate amount of viscoelastic was observed. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the ¿lens was implanted then noticed it was scratched¿. There was patient contact and the procedure was completed. Additional information was requested, but has not been received.